Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 15-may-2024, it was reported by the patient that he receives an alarm after 3 hours of insertion. In troubleshooting it was found that blockage is located at site. Infusion set was placed in abdomen. No further information was available.